Event description:
It was reported that the everview 7500 pro c-arm can not move up or down. No pt injury was reported. This prod is not marketed in the united states and is therefore not reportable.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available. This prod is not marketed in the united states and is therefore not reportable.